Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak due to a hole in the patient line of the homechoice cassette. The patient was connected for peritoneal dialysis therapy and in fill one at the time of the reported event. The technical service representative advised the patient to start the therapy over with new supplies. The patient explained that the hole was located far down the line, far away from the connector. The patient stated that the hole was not there during the priming and that they primed the cassette successfully after which they were also able to complete the initial drain without any issues. The leak occurred afterwards, in the fill. There was no patient injury or medical intervention associated with this event. No additional information is available.